Event description:
A platinum brite tip vari-lase kit was used during a clinical procedure. When removing the dilator from the introducer, the physician noticed that the cap and seal insert of the introducer sheath hub had separated from the rest of the hub. All components were removed from the patient without impact. No patient impact was reported.

Manufacturer narrative:
.